Event description:
On 11/16/2023, it was reported by a sales representative via (B)(4)that an ar-12990 knee scorpion already had a broken needle inside of it. It was stated that it is unknown when the broken needle inside the ar-12990 knee scorpion happened, but it was noticed on 11/16/2023 when loading a needle into the device. The case was completed, and a non-arthrex suture passer was used instead without any adverse effects on the patient. This was discovered when loading a needle into the ar-12990 knee scorpion during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation is confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for investigation. The broken needle arrived inside the instrument ar-12990 serial/batch number (B)(6) . Functional testing with a new part ar-1990n batch 11127125 found resistance when the needle attempted to pass through the instrument shaft; the cannulated shaft of the instrument is obstructed. Visual evaluation noted obstruction on the suture slot at the tip of the instrument, presumable the tip of the needle. The most likely cause for the reported failure is a user error. Instruments must be handled with care. Overtightening or rough handling of the instrument may damage the device. According to dfu-0392-sub-eo revision 1 2023-02. Warning. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.